Manufacturer narrative:
D10: lioli lot# fck1702. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was intraoperatively implanted, removed and replaced. Claim# (B)(4).

Manufacturer narrative:
B5: lens was removed and replaced. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: one similar complaint was found within associated lots. Claim# (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -9.0 diopter tore/broke during injection into the patient's right eye (od) on (B)(6) 2023. There was patient contact, but no patient injury. Cause of the event was the device. Reportedly, "injector/cartridge - defective lot," and "lens defect in periphery leaving unless patient reports problem & va per jls".